Event description:
It was reported that a patient underwent an unknown spinal surgery from l5 to s1. At an unknown time post-op, it was noted that a "problem was detected on x-ray and the patient will undergo a revision surgery". No further details are known at this time.

Manufacturer narrative:
(B)(4): a review of radiographic images shows multiple films lateral, ap, and oblique of segmental lumbar fusion at l2-s1. Facet screws only at l2-3 with pedicle screws at l3, l4, and s1. Construct appears to be in good position. Set screws at s1 appear to have backed out bilaterally. No further details are known at this time.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found on the returned implants which could be responsible of the event. The review of the imaging provided is showing setscrews loosened in the configuration where the multiaxial screws have reached their maximal capacity of compensation of mis-angulation between the pedicle screw and the spinal rod. After revision surgery the angulation between the pedicle screw and the spinal rod seems to have been improved after modification the contouring of the spinal rods.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.